Event description:
It was reported that the lens capsule broke and the incision had to be enlarged to remove the lens. Additional info has been requested but has not been received.

Manufacturer narrative:
Eval results: visual inspection found both haptics bent. The cause of the damage cannot be determined. Functional testing cannot be performed. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.